Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation determined that the case was reviewed but provided no additional insight regarding the cause of reported complaint. Codes associated with the software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: (B)(4). Unique device identifier (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt inaccurate when placing his first screw. Troubleshooting discovered that when the surgeon taped the first screw hole, he couldn't get the screw in. The surgeon navigated back to the hole with the passive planar and it was accurate. The surgeon tried to place the screw a second time and was again unable to get it in. The surgeon then said he felt navigation was inaccurate. The surgeon used the midas to clear out some bone and then on his third attempt, the screw went in and was place accurately. The next screw was also placed accurately without issue. There was a delay of less than 1 hour. No patient impact was correlated with this event.